Manufacturer narrative:
Mp1000 china 510k: this is an international code - the model#/catalog# identified in is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mp1000. The 510k number provided in section g5 is for the domestic similar product: k072542. Investigation summary: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20085930. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 20085930 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that complaints of this nature are rare and there is currently no trend for issues of this nature against the mp1000 china product.

Event description:
It was reported that the maxplus positive pressure connector had flow issues and was blocked during the infusion. The following information was provided by the initial reporter, translated from chinese to english: "the liquid does not drip after the infusion set is connected. The liquid drops successfully after the replacement of the positive pressure connector. "The joint is bd's mp1000 needle free joint, and there is no problem with the joint. When the precharge is pushed to 3/1--2/1, it cannot be pushed completely."